Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the reservoir volume had been empty and the pump had stopped. The patient¿s wife had stated that the pump had started alarming at 6 am, but she had been unsure of the message displayed. A disconnect appointment had been scheduled for later that morning around 11 am. The infusion had been started at 3 pm the previous day and had been expected to last 21 hours per the clinic nurse. The patient¿s wife had stated that the infusion was normally not finished until they arrived at the disconnect appointment. The pump settings had been reviewed and verified. The patient had stated that the medication bag did appear to be empty. The pump had been powered off. The patient had been advised to contact the clinic immediately to inform them that the medication had been emptied and to receive further instructions. The event occurred while in use with a patient at the patient's home and there was no patient harm.

Manufacturer narrative:
H3 and h6 codes - updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.